Manufacturer narrative:
Bed located in maintenance shop for repair. Head of bed will not raise. Head in down position. Hydraulic pump runs when function is pushed. Replaced head up valve to resolve this issue.

Event description:
Allegation that the head of bed will not raise. Head in down position. No injury reported.